Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's parent reported that while attempting to insert the sensor, patient did not feel a needle go in. When the sensor pod was removed there was no sensor wire attached to the skin or sensor pod; however the sensor wire was believed to still be inside the applicator. No additional event or patient information is available.